Manufacturer narrative:
Investigation summary: the event unit was returned for evaluation. Upon inspection, no visible damages or defects were noted. The seal was removed from the cannula and one of the latch tabs was found to be slightly bent. Engineering measured the distance between the latch tabs and found this to undersized per the respective drawing. During the manufacturing process, all trocars are thoroughly inspected and tested for functionality and performance prior to packaging. Although the exact root cause could not be determined, applied medical has opened a corrective and preventative action report to further elevate and track this investigation and implement appropriate corrective actions to mitigate this type of incident. In accordance to 21 cfr 803.56, if we obtain additional information, which was not known or was not available when this report was submitted, then a supplemental report will be submitted to the FDA. This report is to follow up with medwatch# mw5062585.

Event description:
Medwatch report# mw5062585 voluntary 02-jun-2016: "during laparoscopic appendectomy, physician requested that the trocar be sent back to the manufacturer. Seal would not seal allowing co2 to escape and caused delay in procedure. Trocar and label secured's in biohazard bag. Concomitant medical - products involved in laparoscopic appendectomy."

Manufacturer narrative:
Ra has received the incident device and has been assigned to engineering for evaluation. A follow-up report will be sent upon completion of investigation. In accordance to 21 cfr 803.56, if we obtain additional information, which was not known or was not available when the initial report was submitted, then the supplemental report will be submitted to the FDA.

Event description:
Lap appy - "top of trocar won't stay seated- keeps pops off." Patient status ok.